Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with meter to meter comparison results of 141mg/dl using the and 71mg/dl using the lab's meter. The expected fasting blood glucose test result range is 120mg/dl. The customer did report symptom of slight headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call on (B)(6) 2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 6/25/2020 and open vial date is 2/14/2019. The meter memory was reviewed for previous test result history: (B)(6).